Event description:
Dr. Had a pt referred to them who had surgery on their prostate by a device called the prostatron. This device uses microwave energy to destroy a part of the prostate to allow a pt to urinate. In this case, the microwave energy apparently damaged the pt's external urinary sphincter resulting in urinary incontinence which is, of course, a major complication.